Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in stent restenosis occurred. A 3.00x32 mm taxus express2 drug eluting stent was placed in the 1st circumflex (cx) artery. On month post the initial procedure, the pt presented with chest pain. It was determined that the proximal 2/3's of the taxus stent had focal restenosis. A 2.5x15 mm maverick balloon was used to predilate and a 2.50x16 mm taxus stent was placed. No pt complications were reported. Pt status reported as "fine". Add'l info is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.